Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the control solution ranges are too small on the vial of test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.